Manufacturer narrative:
B7: added medical history. H6: updated results code 1 for manufacturing evaluation. Conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6)01: (B)(6). [Illegible last name], crnp. History and physical. [Handwritten sections]. Complaint of abdominal wall hernia; non painful bulge above umbilicus. History of umbilical hernia repair, cigarettes x 14 years, alcohol abuse x 17 years. Examination: abdomen; soft, positive hernia above umbilicus, tender. Impression/plan: abdominal wall hernia; hernia repair. (B)(6)01: (B)(6). Anesthesia pre-operative evaluation. [Handwritten]. Weight 225 lbs. Abdominal wall hernia, questionable liver damage, history reflux. History umbilical hernia repair 04/00. Smoking; quit x 14 yrs., 1 pack per day. History alcohol abuse x 15 yrs., none x 17 yrs. History drug abuse- narcotics, amphetamines. Asa class: 2. Anesthesia discussed mac [monitored anesthesia care]/general. [Missing records: records for ¿umbilical hernia repair 04/00¿ was not provided.] (B)(6)01: (B)(6). Operative report. Preoperative diagnosis: multiple abdominal wall hernias. Postoperative diagnosis: multiple abdominal wall hernias. Procedures: repair of multiple abdominal wall hernias. Assistant: (B)(6). Anesthesia: general. Estimated blood loss: minimal. Operative procedure: ¿placed supine on the operating table, the anterior abdomen was prepared and draped in the usual sterile fashion. A midline incision was made over the supraumbilical region, deepened down through the subcutaneous tissue of the midline fascia. The midline fascia was divided in the direction of its fibers and the abdominal wall was then visualized. Multiple small holes, i.e. Swiss cheese-appearing abdominal wall hernias were encountered. Small pieces of omentum were reduced from these hernias and the hernias were then oversewn with the use of interrupted figure of eights of #0 prolene suture. Once all the defects were repaired, the midline fascia was then reapproximated with the use of a #1 prolene suture of x2. Copious irrigation revealed no evidence of any gross bleeding. Subcutaneous tissue was reapproximated with #3-0 vicryl and the wound itself was closed with a #4-0 prolene in a running subcuticular fashion. Tincture of benzoin, steri-strips, and dry gauze were applied to the wound. Sponge, needle, and instrument counts were correct. The patient tolerated the procedure well, taken back to the recovery room in stable condition.¿ (B)(6)01: (B)(6). Operative note. Pre-operative diagnosis: abdominal wall hernias. Post-operative diagnosis: same. Assistant: r. Runquist. Anesthesia: general. Technical procedures: repair of multiple abdominal wall hernias. (B)(6)02: (B)(6). History and physical. [Handwritten]. Complaint of recurrent umbilical hernia since (B)(6). Positive pain. History duodenal ulcer (B)(6), ventral hernia repair x 2, endoscopy (B)(6), colon. Occasional dizziness with abdominal pain, positive occasional nausea/vomiting/diarrhea. Weight 224 lbs. Examination: abdomen; positive large ventral hernia above umbilicus, positive tenderness with palpation in all areas; lower abdomen, umbilicus, and epigastric area. Positive bowel sounds. Impression/plan: incisional hernia; laparoscopic repair recurrent ventral hernia. [Missing record: records of ¿recurrent umbilical hernia since 10/01¿ were not provided.] (B)(6)02: (B)(6). Operative report. Procedure performed: laparoscopic ventral hernia repair, small bowel repair. Preoperative diagnosis: multiply [sic] recurrent ventral hernias. Postoperative diagnosis: same, plus intra-abdominal adhesions. Anesthesia: general endotracheal tube. Estimated blood loss: minimal. Complications: small bowel enterotomy. Reason for procedure: this 46-year-old gentleman is status post supraumbilical hernia repair and then recurrent umbilical hernia repair, all by a different surgeon. He presented at this time with recurrent hernias in the same area, along with episodes of hernia pain associated with vomiting. Physical examination revealed two and possibly three recurrent fascial defects to the side of the previous midline wound. After discussing risks, benefits and complications, it was agreed to proceed with laparoscopic hernia repair. Operative findings: three fascial defects were noted, one measuring approximately 3 cm in diameter just to the left of the midline, one measuring approximately 2.5 cm to the right of the midline, and one measuring approximately 1 cm just inferior to the second. Small bowel was, if not incarcerated in these hernia sacs, firmly adherent to the peritoneal portions that were themselves firmly adherent to the edges of the fascial defect. No other significant abnormalities were noted. An enterotomy inner loop of small bowel was recognized, and there appeared to be absolutely no enteric leakage. Procedure in detail: ¿the patient was brought to the operating room and placed on the table in the supine position. Following induction of general anesthesia with intubation, the abdomen was prepared widely with betadine solution and draped appropriately. After administering 0.5% marcaine for local anesthetic, a 2 cm long transverse incision was made in the lateral portion of the left upper quadrant and blunt and sharp dissection allowed identification of the underlying fascia and then entry into the peritoneal cavity. A hasson trocar was inserted into the peritoneal cavity and secured with fascial #0 vicryl stay sutures. Pneumoperitoneum to 15 cm of water pressure was created and maintained, and a laparoscope was introduced with some of the above mentioned findings. 5 mm ports were then inserted under laparoscopic visualization in the left mid abdomen and left lower quadrant. The adherent or incarcerated hernias were identified and careful sharp dissection was used to mobilize the herniated tissues from the subcutaneous spaces. The peritoneal layer was carefully sharply transected, with bovie cautery used very carefully as needed for hemostasis. During this dissection, an approximate 2 cm long enterotomy was recognized. When the dissection of incarcerated tissues from the hernia sacs was completely achieved, the left lower quadrant trocar site was extended into a 4 cm long incision through which the damaged portion of small bowel was able to be brought extracorporally. The segment of bowel was examined with the above mentioned findings noted, and the enterotomy defect was closed in transverse fashion using an inner layer of inverting running #3-0 vicryl sutures and an external layer of interrupted #3-0 silk lembert sutures. Several additional lembert sutures were placed several centimeters away in an area of serosal defect only. Laparoscopy was again performed and again there was no evidence of enteric fluid leakage. The repaired portion of small bowel was then reduced back into the abdominal cavity, and the left lower quadrant wound was closed using running #1 prolene suture for the fascia, running #3-0 vicryl sutures for the peritoneal layer, running #3-0 vicryl suture for the subcutaneous fat, and ultimately running #4-0 vicryl suture for the skin. This wound was irrigated with saline solution, including antibiotics, before closure. Next, another 5 mm port was inserted in the medial low right lower quadrant, again under laparoscopic visualization, and by external palpation, the size of the area requiring patch placement was assessed. An appropriate size dual mesh patch was obtained, that being 15 cm x 19 cm, its smooth surface was appropriately marked, and six pvo gore-tex sutures were placed circumferentially. The patch was then rolled snugly and inserted into the peritoneal cavity through the left upper quadrant wound. Laparoscopy was resumed and the patch was then unrolled and properly oriented, lying in a relatively transverse position. Next, small stab incisions were made at appropriate locations around the hernia region, and through these wounds a suture passer was used to grasp the previously placed sutures individually and each pair was tied extrafascially, ultimately securing the patch through the undersurface of the abdominal wall. This excluded the hernia sites and had at least a 3 cm margin all the way around. Next, an outer ring of helical tacks was applied to secure the edge of the patch to the undersurface of the abdominal wall, and then an internal ring was placed to secure the patch more closely to the fascial edges of the hernia sac circumferentially. This included placement of some tacks to secure the patch into the intact midline portion of his previous wound. The abdomen was then again inspected laparoscopically, including the area of bowel repair, and there was no evidence of significant bleeding or any enteric leakage. The region of the bowel repair was irrigated with saline solution which was aspirated. The abdomen was then decompressed of gas, trocars were removed, and all wounds were closed using horizontal mattress or running #4-0 vicryl subcuticular suture. In addition, the peritoneum in the left upper quadrant wound was closed with running #3-0 vicryl suture and a fascial defect there was closed with running #1 prolene suture. The skin was then closed as noted above. Dry sterile dressings were applied, including benzoin and steri-strips and dry sterile dressings, and the patient was shortly thereafter awakened and extubated and taken to the recovery area in stable condition. All sponge and needle counts were reported as correct.¿ (B)(6)02: (B)(6). Operative note. [Handwritten]. Pre-operative diagnosis: recurrent ventral hernias. Post-operative diagnosis: same, adhesions. Planned procedure: recurrent ventral hernia. Technical procedures: recurrent ventral hernia repair, small bowel repair. Estimated blood loss: none. Complications: small bowel enterotomy. Microscope used: no. Operative report dictated: yes. (B)(6)02: (B)(6). Implant sticker. Gore-tex dualmesh biomaterial. Item number: 1dlmc04. Lot number: 00856715. The records confirm a gore® dualmesh® biomaterial (1dlmc04/00856715) was implanted during the procedure. (B)(6)02: (B)(6). Discharge summary. Date of admission: (B)(6)02. Final diagnoses: recurrent ventral hernias. Intra-abdominal adhesions. Bipolar disorder. Obesity. Small bowel injury. Procedures: laparoscopic ventral hernia repair and small bowel repair by dr. (B)(6) on (B)(6)02. Reason for admission: presented with multiply recurrent collection of ventral hernias, having undergone previous operations by a different surgeon. Episodes of abdominal pain and vomiting suggesting transient incarceration of these hernias or possible partial obstruction related to them. Admitted for repair of hernia. Risks, benefits, and alternatives discussed, including laparoscopic approach. Hospital course: underwent laparoscopic ventral hernia repair, had extensive small bowel and omental adhesions to the hernia sacs themselves, and dissection resulted in a small bowel enterotomy; repaired extracorporeally. Postoperatively, did well. Had transient ileus which was not unexpected; covered with intravenous antibiotics given enterotomy. Gradually bowel function returned and diet was introduced and advanced as tolerated. On fourth postoperative day was having bowel movements and flatus, no significant fever and overall looked quite well. White blood cell count, which had been slightly elevated on second postoperative day at 13.7 was normal on day of discharge. Wounds healing without evidence of infection. Small seromas and/or hematomas were notable within the residual subcutaneous spaces. Discharge instructions: follow up five days, will contact me sooner for any significant abdominal pain, vomiting, fever or wound abnormalities. Given prescription for toradol; would prefer to avoid narcotics given his history of previous drug and alcohol dependence. Diet unrestricted, advised to avoid heavy lifting for at least six to eight weeks. (B)(6)02: (B)(6). [Illegible signature]. Discharge instructions. Special instructions: follow up with dr. (B)(6) on friday (B)(6)16- please call to schedule appointment. Call for unrelieved pain, drainage or bleeding from surgical site or questions and concerns. Medications; toradol 10 mg every 6 hours as needed for pain- last dose 1 pm. (B)(6)05: (B)(6). History and physical. [Handwritten sections]. Recurrent ventral hernia to the left of umbilicus x 4 months, no pain. History obesity and ventral hernia repair x 3- last time 2004. Weight 263 lbs. Aspirin as needed. Tobacco; quit 1987. Recovering alcoholic and drug abuse; 21 years. Examination: abdomen; very obese abdomen, soft, non-tender, non-distended, positive bowel sounds, palpable non-tender hernia at umbilicus and to the left of the umbilicus. Impression/plan: recurrent ventral hernia; repair. (B)(6)05: (B)(6). Operative report. Procedure: repair of recurrent ventral hernias with ventralex tissue patch. Preoperative diagnosis: recurrent ventral hernias. Postoperative diagnosis: recurrent ventral hernias. Anesthesia: general with lma [laryngeal mask airway] by (B)(6). Estimated blood loss: minimal. Complications: none. Reason for procedure: this 49-year-old gentleman is status post three ventral hernia repairs, including the last one several years ago by the laparoscopic approach. He presented with a recurrent umbilical region ventral hernia and after discussing risks, benefits and alternatives, it was agreed to proceed with hernia repair. An abdominal CT scan was performed which did not identify any true hernias per se, although there was clearly one hernia on examination. Just prior to the operation, the patient may be aware of a second lump that he believed was present and, indeed, reexamination revealed the likely presence of a second hernia to the left of the midline. A direct anterior approach was favored given the patient¿s obesity and difficulties encountered at previous laparoscopic repair. Operative findings: the main recurrent ventral hernia proved to be a fascial defect measuring approximately 2 cm in diameter. There was some bulging fat and intestine, but this did not appear to be incarcerated. Approximately 15 mm toward the left was another, smaller fascial defect measuring approximately 10 mm in diameter. This had a small amount of incarcerated fat through it. No other abnormalities were noted. The underlying bowel appeared healthy. Operative procedure: ¿the patient was brought to the operating room, placed on the table in the supine position. Following induction of general anesthesia, his abdomen was prepared with betadine solution and draped appropriately. A longitudinal incision was made beginning from the supraumbilical region at the lower aspect of his previous incision and then carried around to the left of the umbilicus and down the midline several additional cm. Subcutaneous and previous scar tissue were carefully divided sharply and with cautery. The central hernia was easily identified and carefully skeletonized down to its base. I then excised the hernia sac and dissected the space underneath the intact fascia very carefully with sharp dissection under direct vision to free the adherent bowel from the undersurface of the fascia. This then allowed extension of the fascial defect towards the left including the more lateral hernia within the primary wound defect. Again, the undersurface of the surrounding fascial edges were carefully freed sharply. Hemostasis was achieved with cautery. A medium sized ventralex patch was obtained, placed under the fascia and sutured circumferentially to the healthy, sturdy fascia using running #0 prolene suture. The wound and patch area were then irrigated with antibiotic saline solution. Scar tissue and the previously incised intact fascia was then closed over the graft with running #0 prolene suture. Again, the wound was irrigated, subcutaneous tissue was closed using interrupted #2-0 vicryl sutures and the skin edges were closed with running #4-0 vicryl subcuticular suture augmented by multiple simple #4-0 nylon sutures. A dry sterile pressure dressing was applied, and the patient was shortly thereafter awakened and taken to the recovery area in stable condition. All sponge and needle counts were reported as correct.¿ [handwritten notes, unclear who wrote them]: 4th hernia operation report, ventralex tissue patch underlined; hernia mesh?, evidence of double hernia in 2005, mesh implant. (B)(6)05: (B)(6). Implant sticker. Bard ventralex hernia patch. [Missing records: records for the CT scan ¿which did not identify any true hernias per se¿ were not provided.] (B)(6)05: (B)(6). [Illegible signature]. Operative/invasive procedure note. No changes(s) from previous history and physical. Pre-operative diagnosis: recurrent ventral hernia x 2. Post-operative diagnosis: same. Anesthesia: general laryngeal mask airway- saraf. Estimated blood loss: none. Complications: none. (B)(6)05: (B)(6). [Signed (B)(6)]. Discharge instructions. [Pre-printed handouts, ¿surgical procedure unit surgical discharge instructions¿]. Call your surgeon if your bandages become soaked with bright red blood; place another sterile dressing pad over your bandages (do not remove the original bandages), a small amount of bright red blood is to be expected. Report the following signs to your surgeon immediately; excessive swelling of or around the area, redness at the operative site, oral temperature of 100 degrees fahrenheit or above, excessive pain, persistent nausea and vomiting. Contact your physician (B)(6) about any questions concerning your surgery or your physical condition. If you develop any problem that you feel requires immediate attention and are unable to contact your physician, have someone take you to the closest emergency room or to (B)(6) for immediate advice. (B)(6)15: (B)(6). Emergency room visit. Reason for visit: umbilical pain/red/draining. [Missing records: records for emergency room visit on (B)(6)15 for ¿umbilical pain/red/draining¿ were not provided.] (B)(6)15: (B)(6). Lab. Source: abdomen. Wound culture and gram stain: moderate wbc, rare gram-positive cocci; rare staphylococcus haemolyticus, rare strep species; alpha hemolytic, few staphylococcus sp coag. Possible gram-negative bacilli isolated. (B)(6)15: (B)(6). Emergency room visit. Evaluation of peri-umbilical drainage starting a month ago, worsening today, notes warmth and drainage, history of hernia repair, on cipro already. Symptoms are generalized, maximum severity of symptoms moderate, currently symptoms are moderate, gradual onset of symptoms, symptoms worsening, constant. Associated with warmth, drainage. Reports periumbilical drainage, periumbilical warmth. Examination: abdomen; tender, periumbilical, distention present, no ascites, purulent drainage from umbilicus. Discussed with dr. Moskaitis; will admit, requests evaluation by infectious disease service, persistent peri-umbilical cellulitis with purulent drainage apparently refractory to outpatient management; will be admitted for intravenous antibiotics, additional supportive care and specialty service evaluation, cultures obtained. Condition stable. Weight 130.0 kg, bmi 39.97. (B)(6)15: (B)(6). Consultation. Drainage around incision site; had umbilical hernia repaired many years ago with mesh, very difficult historian; rarely gets direct answers to anything, it does appear that about 6 weeks ago he was seen in the emergency room with drainage from this, it grew skin flora and he has been on ciprofloxacin. CT scan does not show any collection, shows decreased inflammatory process, but it also shows that mesh is involved, has area of granulation tissue in the center of there and it has been there for some time, discomfort when standing up and doing things. Multiple surgeries on hernia last one in 2001. Current medications include cipro. Examination: large longitudinal incision over an obese abdomen, right radial umbilicus would be there is about a 0.5 cm area of granulation tissue, superficial irritation of the skin just below that, no evident cellulitis, no fluctuance, no drainage at this time. Impression: probable infected hernia; right now, just looks like skin flora. My guess is that if we leave it in it will get better, this may be very difficult surgery and I am not sure it is doable, if not we may just have to suppress it and allow to have a little drainage periodically, discussed this with him and have asked dr. Moskaitis to perhaps get a surgeon to at least discussed [sic] the possibilities of surgery. (B)(6)15: (B)(6). Lab. Blood culture: no growth after 5 days. Wound culture and gram stain: many wbc, no organisms seen. Alpha hemolytic strep; moderate, few streptococcus anginosus. Mrsa negative. (B)(6)15: (B)(6). Radiology- CT abdomen/pelvis. Indication: purulent drainage from the umbilicus starting one month ago and worsening today. History of hernia repair. Comparison: CT abdomen/pelvis (B)(6)15 and (B)(6)08. Findings: there is diverticulosis without diverticulitis. The bowel is otherwise unremarkable. Mesh repair of a ventral abdominal wall hernia is redemonstrated. Again, prominent ill-defined periumbilical soft tissue thickening which incorporates the mesh is present. This measures 7.7 x 3.1 x 4.7 cm. The previously seen focus of gas within these changes is no longer present. The ill-defined soft tissue is unchanged in size and appearance; however, the degree of surrounding induration of the subcutaneous fat and the overlying skin thickening has improved. There is no drainable fluid collection. While loops of small bowel abut this process, there are no findings on the study to indicate an enterocutaneous fistula noting the limitations of a study without oral contrast. There are bilateral fat containing inguinal hernias. There are degenerative changes of the spine. Impression: 1. Ill-defined periumbilical soft tissue thickening which incorporates the surgical mesh in the ventral abdominal wall is redemonstrated and not significantly changed in size or appearance. However, the induration of the surrounding subcutaneous fat and the overlying skin thickening has improved. Clinical correlation for infection should be made. There is no drainable abscess. 2. Other findings as detailed above. These findings were provided by the on call radiologist, dr. Powell. [Missing record: records for CT abdomen/pelvis on (B)(6)08 & (B)(6)15 were not provided.] (B)(6)15: vision radiology, pllc, (B)(6). Radiology- CT abdomen/pelvis. Evaluation of peri-umbilical drainage starting a month ago, worsening today. Patient notes warmth and drainage; has history of hernia repair. Comparison: (B)(6)15. Impression: redemonstrated is the prominent sub umbilical ill-defined soft tissue thickening which appears to incorporate umbilical hernia repair mesh. The punctate focus of gas within these changes on the prior study has resolved. Otherwise, appearance is not significantly changed from prior study. Infection is not excluded, but an obviously loculated, drainable fluid collection is not clearly evident by CT. Intact ventral hernia repair mesh cephalad to the umbilicus. No intestinal obstruction or pneumoperitoneum. Diverticulosis of the colon without evidence of diverticulitis. Cardiology. Degenerative disc disease/degenerative joint disease of osseous structures. Continued on attachment. - attachment: [section h10.11 continuation 2017233-2019-00794.pd]

Manufacturer narrative:
H6: updated results code 2 for sterilization evaluation. Conclusion code remains unchanged.

Manufacturer narrative:
H6: updated health effect . H6: updated investigation finding . H6: updated investigation conclusions. H6: health effect impact code: f1903: device explantation. H6: medical device component: g04088: membrane . The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. Individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). The initial reporter's complete address is (B)(6). It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿

Event description:
It was reported to gore that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2002 whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2015, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: mesh infection, debridement, mesh removal, additional surgery. Additional event specific information was not provided.